Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) had three stored treated episodes that were due to t-wave oversensing (twos). During each episode, one inappropriate shock was delivered. During one episode, there was noise. Technical services (ts) analyzed device episode data and found that this occurred on all three vectors and that the r-wave signals were small. A treadmill test and x-rays were recommended. No additional adverse patient effects were reported. Currently, this s-ICD remains in service.